Event description:
The filter did not open fully after being deployed. It was retrieved, and another filter was then successfully deployed.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.